Manufacturer narrative:
(B)(4). The manifold was received for investigation. It was placed into the test unit, the system was allowed to run, and no abnormal sounds were observed. However, the system failed calibration. The manifold was removed, inspected for physical damage, and the bearings rotated smoothly. Additionally, visual inspection verified the piston rods containing a black greasy build up, and did not move smoothly. The outer surface of the bearings was inspected, and no dents or excess grease was observed. Noticed some debris on the bottom left corner trapped in one of the valves. The buildup on the piston rods caused rods to stick intermittently when moving. The manifold malfunction was confirmed.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that, during use on a homecare patient, a ventilator generated an abnormal noise. Although the device continued cycling, the patient was transferred to another ventilator without harm.

Manufacturer narrative:
The device was repaired and the reported problem was isolated to contamination by foreign material. If information is provided in the future, a supplemental report will be issued.